Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2024, the patient experienced pain and swelling in the stoma and inability to mobilize the peg tube in the inward direction. On (B)(6) 2024, during a visit to the clinical center endoscopic examination was conducted and confirmed that the internal retention plate was buried. The peg tube was changed and the issue was resolved.